Event description:
It was reported to medtronic minimed that the customer experienced cracks along the top back side of the pump up to the battery compartment, all around the battery compartment. The retainer ring has come loose as well and low battery warning. The customer reported no adverse event. The event involved product(s) mmt-1885. The troubleshooting was performed and the customer reported physical damage to the retainer ring on the pump. No harm requiring medical intervention was reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Product return is required for mmt-1885.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed self test, sleep current measurement, active current measurement. No unexpected alarms during testing. The test p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads cracked, cracked case on corner of belt clip rails, serial label damage, broken belt clip rails. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The battery duration was checked on the event date using adapt and the internal battery lasted for at least 7 days which is within spec. No unexpected power alarms were found in summary, customers alleged unexpected charge last less than expected was not confirmed. Pump passed active and sleep current test. Cosmetic damage located at the battery tube was confirmed. Cosmetic damage located at the retainer ring was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.